Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Item not sold in the untied states and therefore has no 510k. However, the item is similar to other devices on the us market.

Event description:
It was reported that before opening the package, the customer found an insect in it. No patient injury reported.

Manufacturer narrative:
G5 is unknown h6: health impact and evaluation codes: updated a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and five (5) pictures were received for evaluation. Visual inspection found the bag of the circuit breathing is sealed and various particles of foreign matter that looks like parts of insects were detect; thus failure mode reported is confirmed. Additionally, the plastic bag of the sample returned it was inspected and confirmed the presence of 2 holes, which is within specification. However, due bag has an opening it can not be confirmed that the defect was caused during the manufacturing process. Cannot confirm the failure as a manufacturing issue, the most probable root cause occurred after the product left smiths medical facilities. This remediation MDR was generated under protocol (B)(4). As a result of warning letter cms# (B)(4).